Event description:
As reported by the legal team, on (B)(6) 2018 patient underwent surgery utilizing recalled exactech components parts. No patient revision scheduled. No additional information available.

Manufacturer narrative:
Pending investigation. D10: - lgc tibial fit tray cem sz 3f / 3t (cat# 02-012-45-3030 / serial# (B)(6). - logic cr femoral cem, left, sz 3 (cat# 02-010-03-0230 / serial# (B)(6). - three peg patella 32mm (cat# 200-02-32 / serial# (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown; expiration date and manufactured date are unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years; however, it cannot be confirmed which of the tibial inserts was implanted in this patient's left knee. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.